Manufacturer narrative:
Submit date on: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dual lumen umbilical vessel catheter (uvc). The customer states that the uvc clotted after 12 hours of use. The customer further reports that there was no difficulty handling the uvc during insertion. The uvc was inserted on (B)(6) 2013 at 5:00 pm and the clotting was discovered at 5:50 am the following morning. The catheter was not difficult to secure. Cefotaxime and ampicillin were given, then ten minutes later the lumen clotted and was flushed with 10 to 1 heparin. An x-ray was taken to verify the placement of the uvc 7 to 8 above the diaphragm. Each line was flushed on a regular basis. Alcohol was used to clean the area. The uvc was removed on (B)(6) 2013 and a PICC was used to replace the catheter. In between use, an alcohol impregnated cap was used.